Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced low blood glucose of 38mg/dl. Customer stated that they had sensor glucose was 91mg/dl when blood glucose was 38mg/dl and when sensor glucose was 400mg/dl, blood glucose was 89mg/dl. Customer stated that change sensor alert after a calibration not accepted. Customer declined troubleshoot for low blood glucose and sensor glucose versus blood glucose. Insulin pump will not be returned for analysis.